Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the site entered the dicom q/r standalone software it displayed nothing but a bunch of data sets. The site rebooted the system and it displayed the same issue. When the representative was on site was attempting to boot the system, but the fan was just cycling on the computer.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.